Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: weight is unknown. Device was not implanted/explanted. A product investigation was completed: the zero-p va spacer (part 04.647.128s, lot 9291668) was returned with the peek spacer broken at the left keyed interconnection and with the plate detached. The insertion device (part 03.647.963, lot t970269) was able to securely attach the implant and lock by advancing the thumb nut. Replication of the complaint condition is not applicable since the spacer broke intra-operatively. This complaint is confirmed. The returned implant and insertion device are included in the zero-p va anterior cervical system. Product drawings were reviewed for the handle. The technique guide provides instructions for attaching the spacer to the inserter and for inserting the implant into the disc space. As noted in the complaint description, the surgeon was torquing the insertion device while inserting the implant. Excessive forces in the opposite orientation of the keyed interconnection on the peek spacer may have caused the breakage. The segment may not have been distracted enough to allow smooth entry into the disc space creating the need to bend or torque the spacer during insertion. The implant may have also been impacted to force the implant into the disc space which could cause the spacer to break. Details on the technique used are unknown however and so the root cause is indeterminate. The insertion device was functionally tested with the plate component of the implant and found to connect and hold as intended. It is unlikely the inserter contributed to the complaint. Excessive bending forces in the opposite orientation of the keyed interconnection on the peek spacer may have caused the breakage. The implant may have also been impacted to force the implant into the disc space which could cause the spacer to break. No design issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure, the surgeon was torquing the insertion device while inserting a zero-p va implant at c3-4, which resulted in the front plate of the implant breaking off as well the peek ears that holds the plate. The insertion device did not break. The surgeon removed the implant and used another one. The patient had previous fusions at c4-5 and c5-6 and was undergoing this procedure for adjacent level disc disease. It is unknown whether the patient had synthes hardware implanted for the previous fusions. There was no patient harm and the procedure was completed successfully with a 5-6 minute surgical delay. This complaint is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.